Manufacturer narrative:
The viper cortical fix cannulated polyaxial screw was returned for evaluation. Visual examination revealed that the polyaxial head became dislodged from the screw shank. The flex ball also showed signs of fracture. Review of the device history record identified no issues during the manufacturing or release of the product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A review of the complaint trend analysis was performed and no systemic trend was identified as a result of the analysis. The root cause of the observed failure cannot be positively identified however the observed damage suggests that the screw may have been subjected to higher than anticipated forces. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The screw head dismantled from its shaft when the surgeon trying to remove the screw nicely. Reason of this occurence remain unknown.